Event description:
It was reported by the consumer post implant a realize adjustable gastric band, there were problems with filling the port, so the port was replaced on (B)(6) 2010. Per the patient, the surgeon said the port was flipped and twisted. In a follow up conversation with the ees, the surgeon used sutures to anchor the port and did not use the port applier as he uses the single site technique. The port subsequently flipped. During the port replacement procedure, the sutures were noted to be on the port, but had pulled away from the fascia. In addition, the hospital states they received the recall notification packet and returned the bands, but failed to return one port replacement kit. So therefore, the port replacement kit of the recalled products was used during revision procedure. The surgeon plans to monitor the patient during band adjustments, to determine if the strain relief migrates.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.